Event description:
It was reported that following a spinal cord stimulation implant procedure the patient developed paralysis in the left leg. The patient experienced abnormal pain following the implant procedure and was kept in the hospital overnight. The patient then underwent an explant procedure and the paralysis subsided. The patient was noted to be fully recovered and was discharged from the hospital. Additional information was received from the patients advocate that the patient continues to have mobility issues, difficulty standing due to weakness in the left leg. The physician had assessed this event to be related to the implant procedure and that the patient's symptoms were caused by the paddle lead putting pressure on the cord stenosis. It was also assessed that there were no device issues.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a spinal cord stimulation implant procedure the patient developed paralysis in the left leg. The patient experienced abnormal pain following the implant procedure and was kept in the hospital overnight. The patient then underwent an explant procedure and the paralysis subsided. The patient was noted to be fully recovered and was discharged from the hospital.

Event description:
It was reported that following a spinal cord stimulation implant procedure the patient developed paralysis in the left leg. The patient experienced abnormal pain following the implant procedure and was kept in the hospital overnight. The patient then underwent an explant procedure and the paralysis subsided. The patient was noted to be fully recovered and was discharged from the hospital. Additional information was received from the patients advocate that the patient continues to have mobility issues, difficulty standing due to weakness in the left leg. The physician had assessed this event to be related to the implant procedure and that the patient's symptoms were caused by the paddle lead putting pressure on the cord stenosis. It was also assessed that there were no device issues. Additional information was received that the patient experienced paralysis in the right leg and not the left leg as originally reported.